Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a power loss. The patient's blood glucose at the time of incident is unknown. The caller stated that the pump had been alarming every four hours for the past couple of days. The caller did not have the pump at the time of call since the patient was at school. The caller was advised to call back immediately if the notification light stopped flashing when the battery is removed from the pump. No products were shipped or returned.